Event description:
It was reported that the ilet device was dropped and the connector broke, leaving a connector piece lodged in the ilet that the user could not remove, consistent with a failure to disconnect involving the connector/coupler component. No user injury, clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the connector/coupler consistent with a failure to disconnect. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.